Event description:
Drawing blood from a-line using blood collection adapter cardinal health ref bca200 - a sub product for d02422. Peg in luer adapter broke off in stopcock. Required changing of stopcock on tubing.